Event description:
It was reported that at the beginning of an idiopathic ventricular tachycardia (idvt) procedure, the patient was hypertensive. Medicines were given and the patient¿s blood pressure was then stabilized. The patient became hypotensive and an ultrasound was performed. A pericardial effusion was noted. No pericardiocentesis was performed. The pressure stabilized. Upon request, additional information was provided on the event. After mapping and during the ablation phase, the patient¿s blood pressure was noted to drop and the patient had chest pain. The procedure was stopped. Heparin was reversed per protocol and a trans thoracic stat echo was ordered. The echocardiogram showed a moderate sized pericardial effusion which was not pre-existing. The patient stabilized after receiving a 500cc fluid bolus. The patient stayed the night for observation and did not require any further medical intervention. The patient did not require extended hospitalization. It was potentially life threatening if it was not detected in time. It did not result in an impairment of a body function. The patient fully recovered. The prognosis for the patient is he will return to baseline. The physician¿s opinion regarding the causality of the perforation was too much pressure in the left ventricle with the ez steer thermocool sf navigational catheter. The physician did not notice any abnormal signals. The physician did not experience any difficulty in manipulating the catheter. There were 8 ablation applications delivered to the patient before the event. The rf generator was set to power control mode at 35 watts. The temperature cut off setting was set to 40. The flow setting was set to 15cc/min. The patient has a history of poorly controlled hypertension. Destination was 90 cm retrograde approach via the aorta. The act was maintained at 270+ during the procedure.

Manufacturer narrative:
Concomitant products: 1.coolflow pump: model #:m-5491-02, serial #: (B)(4). 2.stockert 70 system: model #: m-5463-01, serial #: (B)(4). 3.pentaray navigational catheter: model #:d-1282-01-s, lot #:15885446l. 4.carto 3 system: model #:m-4800-01, serial #:(B)(4).

Manufacturer narrative:
(B)(4). It was reported that at the beginning of an idiopathic ventricular tachycardia (idvt) procedure, the patient was hypertensive. Medicines were given and the patient¿s blood pressure was then stabilized. The patient became hypotensive and an ultrasound was performed. A pericardial effusion was noted. No pericardiocentesis was performed. The pressure stabilized. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, a cool flow pump test was performed and the catheter passed specifications. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.